Event description:
It was reported that a patient received inappropriate therapy due to noise. Emi was suspected. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.